Event description:
The external pulse generator was returned for repair of a cracked case. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment. It was also found that the battery contacts were compressed and the battery drawer was broken. The bail covers were missing and broken. Three case screws and one bail were missing and the ring was bent.